Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, a patient/layperson alleged that his onetouch ultrasmart meter had prompted error 5 message earlier. After the reported issue and being unable to obtain a reading, the patient allegedly took 7 units of humalog insulin, reportedly an increased amount from his usual dose. After the issue began, the patient reportedly was shaky. Reportedly, no medical attention was obtained. Unable to resolve the alleged issue, the customer care advocate replaced the meter and strips. Since the patient has not responded to calls from this senior medical affairs specialist, a letter will be mailed. It would be helpful to know why the patient reportedly increased his insulin dose when unable to obtain a result. Because the patient allegedly felt shaky after the issue began, a symptom that can be associated with severe hypoglycemia, the complaint is classified as an adverse event.